Event description:
The affiliate reported that an icp bolt was implanted. 4 different boxes, 3 cables and 3 monitoring probes were tried with no success. The monitor read ¿no transducer detected¿. As a result, the case was abandoned as the staff could not find any additional monitors.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the four icp express units (p/n 82-6635 - monitors) and the three icp express cables (p/n 82-6636) were not returned for evaluation. The serial numbers and/or lot numbers of these icp express units and cables were not provided. Three microsensors s/n's (B)(4) were returned for evaluation. The supplier performed these evaluations and during the evaluation a review of the quality records for the three microsensors was conducted, and prior to distribution these devices met all manufacturing and quality testing/inspection specifications. The catheters were evaluated and the following observations noted: for - s/n (B)(4): 1 - no visible damage / abnormalities to the millar sensor. 2 - slight bends along the catheter body. 3 - the sensor passed electronic, noise, linearity/hysteresis, and signal tests based on the above evaluation, the supplier was unable to confirm the complaint for s/n (B)(4): 1 - no visible damage / abnormalities to the millar sensor. 2 - slight bends along the catheter body. 3 - the device failed temperature test - reading was 1.0mmhg. It should be +/-0.5mmhg. (Adjusted potentiometer - temperature in spec.). Additional information received from the supplier in the form of e-mail on january 08, 2014, for this device: "it failed temperature testing during the evaluation. As stated in the letters, after adjusting the potentiometer, the temperature was in spec. Probable cause is the connector being dropped or bumped hard enough to offset the potentiometer". 4 - the sensor passed electronic, noise, linearity/hysteresis, and signal tests. Based on the above evaluation, the supplier was unable to confirm the complaint. For s/n (B)(4): 1 - no visible damage / abnormalities to the millar sensor. 2 - slight bends along the catheter body. 3 - the sensor passed electronic, noise, linearity/hysteresis, and signal tests based on the above evaluation, the supplier was unable to confirm the complaint trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.